Manufacturer narrative:
The product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #973677. Visual inspections & results: lockout position, unfired; cartridge condition, unfired and cartridge return batch number, k00t4y. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "would not open" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be indentified. It was concluded that instrument was fully functional and conforming to design specifications. Experience the surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a thoracotomy with wedge resection the ez45g jaws were sticking when the instrument was removed from the package. When the handle was squeezed and released, the jaws would remain stuck shut. The instrument was not used on the pt. A new ez45g was pulled to complete the case. There was no consequence to the pt.